Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the surgeon used a vloc to close the mesentric window. At the end of the suture he pulled to be sure it was tightened enough. At that moment the loop at the end of the vloc broke and the suture was pulled through. So he had to start again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.